Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events of noise and ¿ventricular non capture were confirmed. A partial lead with the distal portion measuring 49.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Dissection of the partial lead found damaged inner insulation at the suture tie region. The cause of the reported events noise and ventricular non capture is consistent with suture tie forces.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to ER with shortness of breath and other issues. Patient has a history of rv lead noise. Programming changes were made. Patient was transferred to ICU. An eight second from ventricular non capture. All tests were normal at interrogation and nothing could be recreated with pocket or arm manipulation. Physician elected to explant the lead and device and temporary lead was used on (B)(6) 2019. The lead and device was explanted and replaced. Physician did not allege any malfunction of the device and it was electively replaced for biv upgrade. Patient was stable post procedure.